Event description:
A consumer reported experiencing a loss of vision in their right eye associated with wear of precision uv lenses during an induced coma for four days while hospitalized for pancreatitis. The left lens was retrieved by spouse. The right lens remained in the eye although pt attempted to bring this matter to the attention of the hosp attendants. Consumer stated pt has a one year history of successful lens wear prior to this event. The consumer sought unspecified follow up care with an eye care professional. Request has been made for add'l info. No further info is available at the time of this report.